Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Analysis was unable to verify vibrating sound or constant tone due to blank display anomaly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated that they corrected the blood glucose with back-up plan. The customer stated that there was water in the battery and reservoir compartment and under the lcd screen. The customer stated that the insulin pump was vibrating without an alarm or alert. The customer stated that there was a constant tone occurring on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.